Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jul 2025 has been used as a placeholder. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. A supplemental MDR will be opened should any updates become available.

Event description:
Event occurred on an unknown date regarding an extension set where the reporter stated, "it's about leaking extension set." There was unknown patient involvement and unknown patient harm.